Event description:
A physician reported that cutter broke during surgery (while removing the vitreous body at the anterior segment), the middle part of the cutter handle broke (split), and the tip of the handle (including the needle) hit the iris and intraocular lenses (iol) with great force. There have been no reports of damage of the iris or iol. The surgery was completed after replacing the product with another one. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the body detached from the engine assembly, presence of adhesive observed on the body and engine. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video attached was reviewed by the manufacturing site. Video show inner cutter coming out of the needle. Reported issue confirmed from the video. The complaint evaluation confirms the probe had a detached shell from the probe assembly. How and when the shell became detached cannot be determined from the evaluation performed; however, a manufacturing related issue cannot be ruled out. A nonconformance record has been initiated associated with the shell detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).